Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connection was evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.